Event description:
It was initially reported that the patient was in the (B)(6) unconscious; had had a pump replacement two days ago. The managing physician's office had instructed to "turn the pump off"; the pump was updated to minimum rate. Pump logs were checked and looked normal. Drugs delivered via the device were morphine, clonidine, and bupivacaine (marcaine). On further follow-up, physician reported that the patient did not have a pump implant, rather the drugs in the pump were changed two days prior to the reported incident of hospitalization. The patient originally had morphine 10mg/ml at a dose of 1.5 mg per day. Two days prior they had added clonidine 40 mcg/ml and bupivacaine 5mg/ml. The patient became unconscious and was brought to the hospital, had respiratory depression. It was stated that there was "nothing wrong with the pump, patient had copd and couldn't be treated with oral meds or had respiratory depression". Per the hcp "this had happened many times and it was not the pump". The pump was stopped and then gradually increased. It was started at 0.5 mg/day, a week prior (B)(6) 2011, they went to 0.55 mg/day, and as of (B)(6) 2011 they went to 0.65 mg/day. The patient was fine and pump was working well. The plan was to continue to increase the dosage slowly.

Manufacturer narrative:
Catheter model: 8709sc, (B)(4), implanted: unk, explanted: unk; catheter passer model: 8591-38, lot #: d01846; programmer model: 8835, (B)(4). Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date of this report.